Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has had two sensors in the past, which gave her some calibration errors and sensor errors. Customer stated that she changed the sensor that gave her the sensor error and noticed the sensor was damaged. The other sensor had calibration errors after wearing it only one day. Blood glucose at the time of the event was 120 mg/dl. Customer reported she had some low blood glucose; her blood glucose was 50 mg/dl but the sensor was reading higher. Current blood glucose 135 mg/dl. Nothing further reported.